Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips "device shock equip malfunction & device error, service required." It is unknown if there was patient involvement or not.

Event description:
It was reported to philips "device shock equip malfunction & device error, service required." There was no patient involvement.